Event description:
Pt had a total hip revision on 7/28/95. On 7/29/95 pt experienced hip dislocation. The surgeon alleges that the plastic cup (acetabular liner system) did not snap into place on the previously implanted 60mm metal backed cup as it should have causing weakness and failure of the hip revision. The pt returned to surgery 7/29/95 for total hip revision and replacement of the acetabular shell.